Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 463 mg/dl, diabetic ketoacidosis and vomiting. Cause of adverse event was due to the customer not using any form of insulin therapy for diabetes management. Customer was hospitalized and treated with a food drip and intravenous therapy with dextrose. Customer left the hospital prior to being released. No additional details were provided.